Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable cause of the reported difficulties may be due interaction with another device.(B)(4)..

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the moderately tortuous right coronary artery (rca). Following predilation, a 2.75x38mm promus element stent was implanted in the lesion. An nc balloon catheter was then advanced to post-dilate the stent; however, after post-dilatation, the physician noticed proximal stent deformation. A 2.75x16 promus element stent was then implanted in the proximal rca, overlapping the 1st stent and covering the deformation. Post-dilatation was performed again which had a satisfactory results and the procedure was completed. No complications were reported.